Manufacturer narrative:
Patient information of the initial medwatch report indicates: age: blank, gender: blank, weight: blank patient information of the medwatch report now indicates: age: 78 years, gender: m, weight: 67 kilograms(s).

Event description:
The customer contacted physio-control to report that their device did not deliver power when they pressed the shock button. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio reviewed the device data and was unable to verify the reported event. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not deliver power when they pressed the shock button. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the event.